Manufacturer narrative:
This is the third of three incidents reported by the facility. They were submitted at the same time, however, dates were not provided and the samples were discarded. At this time conmed electrosurgery could not confirm the reported malfunction. Facility discarded the product.

Event description:
The goldvac hand piece had self-activated.